Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 99.8 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Per the operative report of (B) (6) 2010, "the aortic tissue valve had extensive pannus build up underneath the sewing ring as well as along the posts. For this reason, a decision was made to remove it."